Event description:
It was reported that in (B)(6) 2007, the patient was experiencing back pain. (B)(6) 2007: the patient underwent a c5-6 fusion surgery where rhbmp-2/acs was implanted. (B)(6) 2007: the patient underwent a microdiskectomy surgery at l4-5 where rhbmp-2/acs was implanted. (B)(6) 2009: the patient underwent a thoracic fusion surgery t6-t12 where rhbmp-2/acs was implanted. The patient's postoperative period was marked by pain. Imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve impingement at the site of implant. The patient continues to suffer from bone overgrowth causing nerve impingement, and chronic pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.